Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. System logs cannot be performed at this time because there is insufficient information provided. The da vinci system #, procedure date, and procedure name were not provided. A review of the site's complaint history revealed no additional complaints related to this event. No video/images were provided by the customer for review. This event is being reported due to the following conclusion: it was reported that when the physician was performing a da vinci-assisted thoracic surgery procedure with the use of sureform 45, air leak was observed. The surgeon had to put chest tube into the patient and required follow up appointment. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the initial report of an air leak requiring medical intervention. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of 1 of 4 additional reported air leaks requiring medical intervention. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of 2 of 4 additional reported air leaks requiring medical intervention. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of 3 of 4 additional reported air leaks requiring medical intervention. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of 4 of 4 additional reported air leaks requiring medical intervention.

Event description:
It was reported that when the physician was performing a da vinci-assisted thoracic surgery procedure with the use of sureform 45 reload, air leak was observed. The surgeon had to put chest tube into the patient and required follow up appointment. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.